Manufacturer narrative:
Unit passed displacement test, self test, and active current measurement, however unit failed sleep current measurement and received unexpected battery power loss due to moisture damage and corroded battery tube. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) and pin 1 trace (vdd) on u1 keypad assembly.

Event description:
Customer reported via phone call that while doing the replace battery and doing a self-test the insulin pump had hardware low level failures alarm. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states insulin pump was not exposed to a high magnetic field. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer states they performed displacement test and it passed. Customer states the insulin pump was not dropped or bumped. Customer states alarm occurred during basal delivery. Customer states they performed self-test and it passed. The device will be returned for analysis.